Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2025. Investigation summary: bd received two samples for investigation. These samples were visually inspected and no issues were identified. They also underwent functional tests, with all results being within specification. Additionally, 50 retained samples were visually inspected, confirming that the closure was correctly assembled and placed on the tubes, with no issues identified. Furthermore, five retained samples were sent to the chemistry lab, with all results being within specification. Another 10 retained samples also underwent functional tests, with all weights being within specification, and no issues were identified with the closure being loose or separating from the tube during or after testing. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sample quality- clotting and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.